Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed, the outer tube has a dent, the light guide bundle (lg bundle) of the insertion section is broken, the charged coupled device (r-unit) has a kink and therefore the parts are not disassemable or reassemable, the charged coupled device (r-unit) is broken, the protector of the video cable section is cut, the light transmission is not given or too low, the leakage current is inadequate. A root cause could not be identified. Based on the results of the investigation, it is likely the light guide bundle (lg bundle) of the insertion section is broken and therefore the light transmission is not given or too low. The charged coupled device (r-unit) has a kink and therefore the parts are not disassemable or reassemable. The charged coupled device (r-unit) is broken and therefore the leakage current is inadequate. The most probable cause of the outer tube is deformed, the outer tube has a dent and the protector of the video cable section is cut traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had insufficient light, the optics was curved. And had severe clamp mark. There were no reports of patient harm.